Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a colon resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973875. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(1); staples in the track, yes(12) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the visual examination, inquiry info and functional test, it was concluded that the instrument jammed due to a cracked nose near the weld seam. This resulted in the separation of the nose which did not allow the driver to advance the following staples. No conclusion could be reached as to how the nose had become cracked. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic colon resection procedure. It was reported by the affiliate that the device jammed. A new device was used to complete the case. There was no pt consequence.